Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that this inflatable penile prosthesis after approximately sixteen months of implant. Upon explant, it was found that the tubing from the cylinder to the pump had deteriorated, started to uncoil, and had nearly broken off at the connection point on one side of the device. On the lateral side, the outer layer of the tubing had split. The cylinders were removed and replaced. No patient complications were reported.